Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. Analysis was unable to verify critical pump error due to blank display. The insulin pump was received with corroded motor home switch and corroded battery tube. The insulin pump had a cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose at time of incident was unknown. Customer stated they received a critical pump error image was display on the screen. Customer was advised the pump will need to be replaced.